Manufacturer narrative:
The insulin pump had intermittent fading/ghosting screen noted while pressing the esc button. After disconnecting and reconnecting electronic stack, the device worked properly. Problem isolated to electronic assy. Device had minor scratched lcd window noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a black screen and when he presses the esc button, the screen fades away and comes back. Customer stated the device was neither exposed to extreme temperatures or direct sunlight. Customer was advised to stabilize at room temperature; the black screen did disappear. The insulin pump passed the selftest but the black screen returned. Blood glucose value was 216 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.